Event description:
The customer reported elevated troponin I (access accutni) results, within the risk stratification range, for two patients, involving the unicel dxc 600i synchron access clinical system. The elevated results were not released from the laboratory. There was no patient impact associated with this event. Subsequent testing of the patients' samples, on an alternate methodology produced lower results within the normal reference range for both patients - the customer reported the results to the hospital. System parameters (quality control, calibration curves, and system checks) were within the assay and instrument specifications at the time of the event. No sample integrity issues were noted. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered rust around the transducer tubing seal and was unable to get the transducer 197v voltage to hold steady. The fse replaced the transducer and the ultrasonic pcb board to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, hardware is the likely cause of the event. The transducer was replaced as it would not maintain the 197v voltage. Beckman coulter continues to track and trend any incident related to this issue.